Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). Nearly nine months after the procedure, on (B)(6) 2011, mako was informed that the pt had been experiencing tibial pain that indicated potential post operative implant loosening. A revision surgery was subsequently performed by the surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio) and the restoris mck system. Review of the post-operative x-rays revealed a 10-degrees varus slope in the tibia; the case session file from the rio showed a 6.5-degrees valgus measurement, overhang of the tibial component, and bone registration errors. Poor cement fixation contributed to the event, as the surgeon noted no cement was adhered to the component upon explantation. To date, there is no evidence that suggests the rio system or the restoris mck system contributed to the event. Mako customer service facilitated numerous discussions with the physician to follow-up on the results of the investigation in order to prevent recurrence of a similar event.